Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone. The customer identified bubbles from line 13 into the ratio pump. A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse identified that excessive bubbles were forming in the buffer and co2 acid chambers of the ratio pump. The fse replaced the ratio pump to resolve the issue and verified repair per established procedures. Failure mode of the event is attributed to the ratio pump.

Event description:
The customer reported obtaining erroneously high sodium (na), potassium (k), cl (chloride), and co2 (carbon dioxide) results for two (2) patient samples from the unicel dxc 600i synchron access clinical system. The customer indicated that the results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer repeated the samples on an alternate dxc analyzer and the results were reported out of the laboratory. Na quality control (qc) result for 1 out of the 3 levels was high but was still within the laboratory's established ranges; however, a review of the qc ranges revealed that the customer had wide ranges.